Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned product for evaluation at the time of this report.

Event description:
This is a non-us event. Upon removing one of the tampons it came apart in 2 pieces forcing manual removal of one of them.